Manufacturer narrative:
Draeger is still investigating the reported incident. A follow up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported by mr. (B)(4) (technician, (B)(4)) that a user (nurse, personal data unknown) suffered an electric shock this morning at 7:00 am by the infinity delta, operating on battery power during an inner clinical patient transport. According to mr. Hauser, the affected person was holding the transport handle in one hand and the bottom of the housing in the other hand. It was further reported that only original draeger accessories were connected, multimedop, EKG cable, spo2 cable and masimo spo2 sensor, ipb y cable and nibp hose with cuff. The injured person immediately notified the clinic-internal emergency room/inhouse doctor about the event and evidence pictures of the burn mark on the arm of the affected nurse were taken. The affected monitor including the patient cables has been secured, located in the biomed department and is currently put out of order.